Manufacturer narrative:
It was found during a DHR review that a mayfield head holder adaptor was replaced. The customer asked for a replacement but did not want to return the damaged mayfield head holder adaptor to manufacturing site. Therefore, no investigation could be performed and the root cause of this event cannot be determined. Device not returned by customer.

Event description:
It was found during a DHR review that a mayfield head holder adaptor was replaced on (B)(6) 2018. No more information was provided about the damaged that caused this replacement and when this event occurred.